Event description:
On (B)(6) 2012, the patient contacted animas alleging that the date on the pump was a day off, displaying as (B)(6) 2012. The patient confirmed that the time and date hold correctly with battery changes. There was no reported patient impact as a result of the alleged malfunction. This complaint is being reported because there was no explanation as to why the date was off on the pump.

Manufacturer narrative:
(B)(4).animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.